Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) an electrical fault 14 alarms occurred. The customer replaced device to continue the treatment. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11 corrected field- d1 brand name.

Manufacturer narrative:
Updated fields - b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) states customer suspends maintenance. No repair information available. In future if we receive any repair information will reopen and update the investigation.